Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was in disconnect mode and went offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnect mode and went offline. The field service engineer replaced the controller part in drawer 2 to resolve the issue. The fse tested the station in test mode and verified the customer inventoried the device successfully. The system functioned as intended after the field service engineer repaired the device.